Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had not powered on. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had not powered on. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2012 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) advised that when anyone accessed the station drawers it would shut down the station. Then secured the pyxibus cable and checked for any short circuits and none were found. Then tested in hardware test application (hta) and halfway through the tests. The station turned off again, then replaced the power supply and tested again in hta and after that the fse was able to go through all the drawer pockets with no issues. The system functioned as intended after the field service engineer repaired the device.